Manufacturer narrative:
Visual analysis of the returned device found the side car-rx (guidewire lumen) was torn and presented push back out of specification. Additionally, the sheath was found buckled from the distal end. The evaluation concluded that during the procedure, excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the failure sheath buckled, side car-rx pushback and torn. Therefore, the most probable root cause of this complaint is ¿operational context¿ since due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid¿ rx basket was inserted along the guidewire into the bile duct. The basket was then repeatedly opened and closed to crush the stones. In order to clean the basket, it was removed from the patient. However, upon inspection the side car-rx (guidewire lumen) was noted to have been pushed back and the sheath was buckled 20cm from the distal tip. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable¿.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during a common bile duct stone removal procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the trapezoid¿ rx basket was inserted along the guidewire into the bile duct. The basket was then repeatedly opened and closed to crush the stones. In order to clean the basket, it was removed from the patient. However, upon inspection the side car-rx (guidewire lumen) was noted to have been pushed back and the sheath was buckled 20cm from the distal tip. The procedure was completed with another trapezoid¿ rx basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿